Event description:
It was reported that a malfunction alarm occurred with code malf 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was advised to reset the malfunction code and was planning to call back after attempting to charge the pump. No additional information was received regarding the outcome of the event. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.